Event description:
Information was received from a consumer regarding a patient receiving dilaudid at 5.8 mg/day via an implanted pump. It was noted that the patient had an allergy to morphine so had always had dilaudid in the pump. The indication for pump use was malignant pain (bone). On (B)(6) 2016 it was reported that the patient was having withdrawal symptoms. The patient also had a stomach ache, felt like her colitis was flaring up, and had increased pain. The patient had a routine refill on monday and everything was fine. No changes were made to the therapy. The patient had contacted her pain management office and they told her to go to the ER (emergency room). The patient was debating about going to the ER. The pain physician was 90 minutes away. Per the patient, the pump did work good for her. Additional information was received on 25-aug-2016 from a healthcare professional (hcp). Per the hcp, the patient was seen for a routine refill on (B)(6) 2016 and they made no drug changes that the reporter was aware of when they refilled the pump. Starting on (B)(6) 2016 the patient began having an increase in pain, was fatigued when active, and had no relief from ptm (personal therapy manager) boluses. The patient had no falls or trauma. The logs showed no issues and interrogation of the pump was normal. Additional information was received on (B)(6) 2016 from a consumer and it was reported that the patient went to the ER on (B)(6) 2016 because she had a rash on her belly and a red spot on the side by her catheter. The patient had cellulitis and was put on antibiotic. No other interventions were mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s medical history included lymphedema. The patient has had chronic cellulitis for the past 4 years. The patient did not have this condition before the pump. No further complications were reported.